Event description:
Power on reset parameters (por) were reported; there was no known emi or surgery. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary testing revealed a no telemetry condition. The reported field experience of por conditions was also confirmed. Further analysis identified the cause as an anomalous condition in the memory section of an integrated circuit.